Manufacturer narrative:
The product was returned and evaluated. Service was unable to verify any functional issue with this tip. The tip passed the leak test, visual inspection, and the thermistor test. No dents, scratches, blemishes, or dielectric breakdown was observed. Functional testing was unable to be performed due to the tip being used up. The data cards were also evaluated. Based on the evaluation of the data, the handpiece and system performed as expected. The plant evaluation is underway.

Event description:
A user facility reported that they received a call from a patient who was treated with the flx on (B)(6) 2021 and that she had a blister in the left eye brow area. Customer did not see any problems during treatment with system operation or the tip. More information is being sought after. The report will be updated accordingly.

Manufacturer narrative:
Correction: d1: brand name from thermage cpt system tip to theramge flx (tg-3a) and accessories. The user facility did not provide any additional treatment details. The treatment tip and datacard logs were returned for evaluation. No issues were found during the evaluation of the treatment tip. Based on the available information, blisters are a known possible side effect during thermage flx treatment. According to thermage flx user manual (p009418-04 rev. A), blisters are a known possible side effect during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Trending will be performed to monitor this issue. No further action is required at this time. Complaint type identified within risk analysis and performing within anticipated rate. No corrective action is required.

Event description:
A user facility reported that they received a call from a patient who was treated with the flx on (B)(6) 2021 and that she had a blister in the left eye brow area. Customer did not see any problems during treatment with system operation or the tip. More information is being sought after. The report will be updated accordingly.

Manufacturer narrative:
The product was returned and evaluated. Service was unable to verify any functional issue with this tip. The tip passed the leak test, visual inspection, and the thermistor test. No dents, scratches, blemishes, or dielectric breakdown was observed. Functional testing was unable to be performed due to the tip being used up. The data cards were also evaluated. Based on the evaluation of the data, the handpiece and system performed as expected. The plant evaluation is underway.